Event description:
Pump was alarming. Air noted in the IV tubing and pump was turned off. Infant's body was mottled and covered with blue-black splotches. Heart rate was 110 and some spontaneous respirations were noted. A code was called and air was aspirated from the region of the heart.